Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It is reported that a customer was hospitalized for a surgery. The customer did not want to give anymore information about the hospitalization. The customer's blood glucose level was unknown at the time of the call. The customer complained about scratches on the screen of the insulin pump's lcd. The customer also pointed out that there was a no delivery alarm from the pump. The customer was unable to trouble shoot at the time of the call. No further information was provided.